Event description:
It was reported that during a colonoscopy procedure, the pacing rate decreased to 30 beats per minute, which was below the lower limit programmed on this cardiac resynchronization therapy defibrillator (crt-d). Technical services (ts) was consulted and advised on in office review of the device. No adverse patient effects were reported. This device remains in service.